Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that it was not possible to implant the stent because the stent delivery system (sds) balloon presented some unk problem and did not reach the necessary pressure for deployment. A second inflation device was used but the balloon would still not inflate. No additional event or pt info is available.

Manufacturer narrative:
.